Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H3: device evaluated by manufacturer - other. No product was returned and no part or lot number was provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - turkey. Kiliç b, saglam of, guler g, et al. Post bar removal results of pectus deformity patients who underwent minimally invasive correction. Videosurgery and other miniinvasive techniques. 2023;18(2):364-371. Doi:10.5114/wiitm.2022.123797. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2024-00024, 0001032347-2024-00025, & 0001032347-2024-00027.

Event description:
It was reported in journal article from videosurgery and other miniinvasive techniques (2023) a study from turkey. The purpose of the study was to determine the outcomes and negative factors in the pectus bar removal process. The study reviewed 1032 patients who underwent bar removal between 3 and 17 years ago. The nuss repair was completed using the pectus bar along with use of the zimmer bar bender to straighten both ends to allow a safe and smooth removal. The indication for initial implantation was pectus excavatum for 784 patients and pectus carinatum for 248 patients. The study population had an age range from 4 to 47 years old with a mean age of 20 years at time of surgery; (920 males/112 females). 528 patients had single bars, 504 patients had double bars and 609 patients with unilateral incision and 423 patients with bilateral incision for bar removal. The study was split into three groups with an average bar duration of 36.7 months for group 1 (age 4-12), 32.3 months for group 2 (age 3-19), and 36.1 months for group 3 (age 20). It was reported 6 patients had placement of a pectus bar on unknown dates. Subsequently, underwent early pectus bar removal due to persistent pain. No further discussion or information regarding the outcome was provided. Attempts have been made and no further information has been provided.